Event description:
Reporter states that the fiber was tested and worked fine. The fiber popped after 30 seconds of use. There was visible damage to the fiber. This information is documented as reported to trimedyne.

Manufacturer narrative:
The manufacturer completed all of the information on this form.(B)(4)